Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter resulting in the pump shutting down. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and wall adapter. There was no adverse impact the customer¿s blood glucose.